Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted device will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.